Event description:
A 3.5mm lcp medial distal tibia plate was implanted in 2004 with bone graft putty and chips, was noted as broken post-operatively with malposition of the tibia, and the broken plate was removed 2 mos later during revision surgery.